Manufacturer narrative:
(B)(4). Additional information requested but unavailable: were any issues noted with staple formation during procedure? Please explain what is meant by ¿staples matted¿. Was buttressing material used? Was the procedure performed for weight loss or other reason? What color cartridges were used throughout procedure and site of photographed staples received? Regarding the photo received, which firing number was this? Was any other intervention required other than transfusion? What is the current patient status? Additional information received: our sales rep informed on 03/04/2017 (dd/mm/yyyy) that the patient was discharged from the hospital and that she is ok. One photo was provided; the picture shows several staples, one of them appears to be partially formed. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that after a gastroplasty technique sleeve procedure, doctor reported unusual bleeding in the stapling line after use of golden load and stapler in a gastric sleeve surgery. All steps recommended by manufacturer, for a secure stapling, were respected. The staple line seemed to be perfect and with no bleeding in the first three minutes, but after that time it showed excessive drooling and bleeding. An over suture was performed to guarantee a lower postoperative risk. According to the doctor¿s reports, after the surgery the patient was submitted to ICU and presented low of hemoglobin. It was required blood transfusion of three bags of blood. According to what was reported, this problem occurred from the bleeding in the staple line. Poor quality of the material at the time of stapling. The staples matted.